Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two graftmaster rx devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery. A 2.80 x 19 mm graftmaster rx was deployed at 19 atmospheres (atm) and failed to seal the perforation. A new 3.50 x 16 mm graftmaster rx was deployed at 18 atm and failed to seal the perforation. A new 4.00 x 19 mm graftmaster rx was deployed at 16 atm and failed to seal the perforation. The hemorrhage from the perforation continued and the patient expired. No additional information was provided.